Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug of an unknown concentration at an unspecified dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had an unresponsive episode and was seen in the emergency room (ER) in 2018. The patient was given narcan and responded well to that and was transferred to another hospital. The reporter did not have hospital records from his admission to the hospital visit in 2018, but only the ER record.